Event description:
A customer reported that during a procedure, a system message displayed, the system locked, and the "phaco module disabled." The case was aborted. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).